Manufacturer narrative:
Additional information was received that the patient's infection was located at the ipg site. It was believed that the infection was not procedure related. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: fb-101-01 lot #: 19093029, description: fixate suturing device.

Event description:
A report was received that the patient had an infection in the back which was not device related. Antibiotics were prescribed. The patient underwent an explant procedure per physician's preference to reduce further risk.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection in the back which was not device related. Antibiotics were prescribed. The patient underwent an explant procedure per physician's preference to reduce further risk.